Event description:
During a laparoscopic tubaligation, the staff reported sparking from cutting forceps inside the abdomen of the pt. There was no other device being used along side the forceps. The generator was sent to the biomed for a check and found to function as designed. There was no pt injury or longer stay.

Manufacturer narrative:
The investigation determined that the device met its intended specifications. The complaint could not be confirmed. The device was returned in a very clean state, did not appear to have been used, jaws open and close smoothly, ratchet lock engages and disengages, blade advances cuts test media, retracts, device was connected to the valley lab force ii generator set at 30 watts bi-polar, the device activated and coagulated numerous times with no sparking observed. There was no info provided by the contact as to the type of generator or setting used in the procedure. A review of the device history records indicate no discrepancies in the build of the lot.